Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii, rupture.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii and rupture. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture and capsular contracture was received on oct 11, 2024 with lot number 1712847. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as fold flow opening. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles, creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii and rupture. Device has been explanted.